Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. The reporter denied damage to the pump, damage to the battery cap and moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-aug-2019 with the following findings:. During investigation, there were no power issues observed in the black box. There was no damage found to the battery cap or to the battery compartment. The battery cap was able to attach securely to the pump without any power issues. The pump was exercised with no power issues occurring. The pump was opened and there was no damage found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.